Manufacturer narrative:
The customer's meter was received for investigation. The meter¿s circuit board was tested for damage or contamination and it was found the printed circuit board (pcb) was contaminated. The root cause is determined to be contamination of the contacts due to improper handling or maintenance by the customer. Medwatch was updated with the correct catalog number.

Manufacturer narrative:
The suspect device was requested to be returned for investigation. Occupation - the occupation is lay user/patient.

Event description:
The initial reporter experienced an issue with the display of the coaguchek xs meter that could affect the interpretation of results. The meter would not power on and the customer replaced the batteries. The meter powered on but with a partial display and a "mark" on the right side of the display. The customer performed a display check and segments were missing from the display. The customer inserted a different set of batteries and the meter would not power on. There was no allegation of an adverse event.